Manufacturer narrative:
A ge service representative performed an on-site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had a battery disconnect error message at boot up. No patient injury was reported.